Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was exhibiting high out of range right atrial impedance measurements. No noise was noted, fracture is suspected. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was exhibiting high out of range right atrial impedance measurements. No noise was noted, fracture is suspected. This ICD system remains in service. No adverse patient effects were reported. Additional information was received and this ra lead was explanted due to suspected conductor fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was exhibiting high out of range right atrial impedance measurements. No noise was noted, fracture is suspected. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Corrected product investigation conclusion. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was exhibiting high out of range right atrial impedance measurements. No noise was noted, fracture is suspected. This ICD system remains in service. No adverse patient effects were reported. Additional information was received and this ra lead was explanted due to suspected conductor fracture. No additional adverse patient effects were reported. The day after the procedure high out of range ra impedance measurements were recorded again, however, ts noted that right atrial (ra) auto threshold test was successful and that amplitudes were within expected range, and high resolution x ray showed a fully inserted terminal pin, so the out of range impedance measurement was due to an out dated measurement from before revision, which is normal behavior for this system. Additional information was received, and the right ventricular (rv) lead exhibited an alert due to low out of range impedance measurements, low r wave amplitude was also noted. Technical services (ts) was consulted and indicated that there had been a gradual decrease in impedance, and recommended evaluation and reprogramming options. No adverse patient effects were reported. Additional information was received and a red call doctor icon alert was received due to low out of range shock impedance measurements on this right ventricular (rv) lead. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was exhibiting high out of range right atrial impedance measurements. No noise was noted, fracture is suspected. This ICD system remains in service. No adverse patient effects were reported. Additional information was received and this ra lead was explanted due to suspected conductor fracture. No additional adverse patient effects were reported. The day after the procedure high out of range ra impedance measurements were recorded again, however, ts noted that right atrial (ra) auto threshold test was successful and that amplitudes were within expected range, and high resolution x ray showed a fully inserted terminal pin, so the out of range impedance measurement was due to an out dated measurement from before revision, which is normal behavior for this system.

Manufacturer narrative:
Corrected product investigation conclusion. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
Corrected product investigation conclusion this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was exhibiting high out of range right atrial impedance measurements. No noise was noted, fracture is suspected. This ICD system remains in service. No adverse patient effects were reported. Additional information was received and this ra lead was explanted due to suspected conductor fracture. No additional adverse patient effects were reported. The day after the procedure high out of range ra impedance measurements were recorded again, however, ts noted that right atrial (ra) auto threshold test was successful and that amplitudes were within expected range, and high resolution x ray showed a fully inserted terminal pin, so the out of range impedance measurement was due to an out dated measurement from before revision, which is normal behavior for this system. Additional information was received, and the right ventricular (rv) lead exhibited an alert due to low out of range impedance measurements, low r wave amplitude was also noted. Technical services (ts) was consulted and indicated that there had been a gradual decrease in impedance, and recommended evaluation and reprogramming options. No adverse patient effects were reported.